Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level ranges from 427 to 428 mg/dl. The customer treated blood glucose with manual injections and changed the site. The customer reported no delivery alarm during priming. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin. The insulin pump will not be returned for analysis.